Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported that during impella placement, a kink in the device was noted. It was reported that the impella inlet was placed in the left ventricular outflow tract obstruction for stability. The device was removed, and the procedural outcome was the patient survived explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.